Manufacturer narrative:
The investigation for the console (aic) battery failure (red alarm) has been completed. Data logs were reviewed which found there were no battery failures observed. Console was returned for evaluation. The reported battery failure could not be reproduced. Results of running a batt test utility on this console showed that the health of the batteries were normal. After further inspection of the aic, it was discovered that there was damage on the inside of the ac power cord connector and the aic could not detect ac power when connected to a wall outlet. It was evident that this issue with ac power detection and inability to charge is what the clinical staff meant to report.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a battery failure. There was no patient harm reported.